Event description:
Blood was noticed leaking while on bypass. Leak persisted and got worse, especially when the transducer plug was removed. Lines were clamped and probe was changed out. Customer believes leak was coming from the pins that connect to the transducer. No pt injury or further complications occurred.